Event description:
It was reported that a user participating in the ilet experience study described a hyperglycemia event while using the ilet system and commented that the clinical site experience was bad; the user reported checking for ketones with negative results, and an alert code 269 was noted. Symptoms included elevated blood glucose without ketonemia. Outcomes included no hospitalization and no reported long-term impairment. Investigation included review of user-provided survey information and available device alert data. Investigation of this case revealed insufficient evidence to identify a specific device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.